Event description:
It was reported that pump experienced malfunction with non-resettable malfunction alert. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software.